Manufacturer narrative:
Original MDR (1219977-2012-00113) included two devices. This MDR has been created to address second device. Contents includes all relevant info to second atrium device used in case. No device was returned. Very limited details were provided from the customer. An excessively calcified lesion, or procedural complications may have played into the stent dislodgement. Lot qualification data recorded by quality control was reviewed and no out-of-specification values were observed. Based on the info provided as well as no issues observed with either the data retained by quality control or the observations recorded, atrium can find no fault with the mfg process or the stent in question.

Event description:
Pt had an aneurysm in the abdominal aorta and a gore implant was placed along the abdominal aorta to the common iliac. An atrium v12 stent was to be placed on the internal iliac artery. The stent was detached prior to placement at target site and the surgeon placed it in the iliac. The procedure was completed with another advanta v12 stent and the internal iliac was successfully thrombosed.